Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose level of 52 mg/dl. They had corrected their low blood glucose with food. They were aware of why they had a low blood glucose and declined troubleshooting. The device will be returned for analysis.